Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.

Manufacturer narrative:
(UDI) is unknown; no additional information was received. A product sample was received for evaluation. Visual and functional testing were performed. The right plunger case was cracked. The event history log (ehl) review showed motor rate error. Occlusion test was done and motor rate error was found; the reported problem was duplicated. Actions were taken to mitigate the reported issue: replaced motor assembly (stepper motor included), worm gear, leadscrew and clutch halves. Performed occlusion test and all functional testing which passed. The root cause was determined to be due to normal wear, the pump was over 14 years old. A combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out due to normal wear. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This MDR was generated under protocol b10009704.